Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws properly before the device approached the target tissue. The device was used around the liver. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) - broken jaw at bifurcation. Additional information: what is meant by "clip not fed properly?" The feeding of the clip could not be completed. Did clip feed sideways? The information was not provided from the hospital. Did clip slow feed? The information was not provided from the hospital. Did clip not fully advance into jaws? The information was not provided from the hospital. The analysis results of the el5ml found that the device was received with 1 clip in jaws and in the closed position. Furthermore, the jaws were broken at bifurcation making the device nonfunctional. The device was disassembled and evidence of corrosion was found throughout the broken area. (B)(4)remaining clips were found in the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.